Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced four infusion set tubing detached from hub events on (B)(6)2024, (B)(6)2024, (B)(6)20242, and (B)(6)2024. Patient reported high blood glucose during the event 310 mg/dl and patient took correction bolus via pump to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.